Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6) 2015, a customer from (B)(6) reported an incorrect identification of a bacteria associated with using chromid(tm) cps elite translucen ref. 418284, lot 1004156150 exp. 10-nov-2015. The customer observed pink isolates on cpse agar, which according to the instructions for use would indicate presence of escherichia coli. The customer performed an antibiogram test and obtained a suspected result for carbapenemase. Therefore, the customer sent the strain to the reference lab to confirm the carbapenemase producing indicator. The reference lab identified the strain as hafnia alvei bacteria and excluded the carbapenemase producing indicator. The customer performed additional identification tests from isolates on cpse agar and cos agar (lot not provided): identification of hafnia alvei bacteria was confirmed. The customer did not provide the confirmation results to the physician, the false identification for escherichia coli was reported to the physician.